Manufacturer narrative:
Device is not available for evaluation. If additional information is received it will be reported on a supplemental report. Product is currently in the field and is not able to be sent in.

Event description:
It was reported that a patient underwent a peek cranioplasty approximately two months ago and had to have his cranioplasty flap removed. He had poor wound healing, and the plate was beginning to show. When the wound was opened, there was pus under the flap. It was also noted that there was an unusual level of inflammation surrounding the flap and that the dura underlying the flap looked grossly abnormal at the time of flap removal. We have been informed that the patient is currently admitted to another hospital, having seizures of an unknown cause.

Manufacturer narrative:
The complained device was not returned for investigation and not enough information were provided. Therefore the reported event could not be confirmed. The reported event was assessed by the stryker health care professional. He stated that ¿(¿) based on the description, this event was due to poor surgical technique (inadequate skin flap coverage) that led to infection. This was not due to any defect in the implant.¿ device was unable to be sent in for evaluation.

Event description:
It was reported that a patient underwent a peek cranioplasty approximately two months ago and had to have his cranioplasty flap removed. He had poor wound healing, and the plate was beginning to show. When the wound was opened, there was pus under the flap. It was also noted that there was an unusual level of inflammation surrounding the flap and that the dura underlying the flap looked grossly abnormal at the time of flap removal. We have been informed that the patient is currently admitted to another hospital, having seizures of an unknown cause.